Event description:
It was reported by the customer stating that their holsters green cable is coming apart and during set up, they had to wiggle the cable to continue. There was no pt consequence reported. The case was completed using the holster. Customer has a fischer table. St holster being returned for repair.

Manufacturer narrative:
Date sent: 04/18/2008. Based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found the green cable was broken per the complaint, and to correct this issue, the analysis site replaced the green cable. The e-clip was replaced due to it being damaged during disassembly and per the service manual, service tests were performed with no functional faults found. As part of the standard service process, added heat shrink to the green and blue cables. After servicing the unit passed qa functional testing. The device history record has been reviewed and has passed all previous qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.